Event description:
It was reported that holter monitoring recorded sudden loss of ventricular capture. During a clinical follow-up, the threshold measured at 1.75 v. The output was programmed to 3.0 v, 0.4 ms. Ventricular oversensing was also observed. The patient was pacemaker dependent.